Event description:
It was reported that the patient presented for implant procedure. Prior to inserting the right ventricular lead into the body, a helix mechanism test was performed and the helix would not extend. The lead was replaced and the procedure was completed without any adverse consequences to the patient. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.